Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's spouse that the patient had high blood glucose event when she visited to the hospital on (B)(6) 2024, in the evening 10-11 pm. Also, she was using dexcom at this time as she has a sensor warm up. The patient's blood glucose level was 750 mg/dl upon admission and they stayed in the hospital for four days.the symptoms were reported confusion, feeling sick/unwell, flu like headache, tired/weak, altered vision/vision changes, increased thirst could not walk husband had to carry her down the stairs. She experienced diabetic ketoacidosis because of high ketones. During hospitalization, also treated both addison and thyroid disease and requested a normal pump upload using carelink personal, no further information was available.